Event description:
Pt reported an emergency room visit on (B)(6) 2010 for hyperglycemia. At 12:44 pm on that day, her blood glucose measured "high" (>500 mg/dl), so she took a 14.5 unit insulin bolus. At 1:58 pm, it remained "high", so she took an additional 5 units of insulin and ate 4 apple slices. At 2:53 pm, it had lowered to 382 mg/dl according to her pdm, but a contour meter read 270 mg/dl at the same time. Over the next hour and a half, her blood glucose continued to decrease and by 4:22 pm, it was 233 mg/dl on the pdm and 164 mg/dl. A minute later, the ER's meter result was 170 mg/dl. The exact timing of when in the reported history the pt went to the ER was not reported.

Manufacturer narrative:
The returned device was evaluated and no malfunction that would have interrupted or restricted insulin flow was detected. The fluid path was free of internal occlusion and the needle firing mechanism fired as intended. Pulse width time outs, indicating that the pump drive was struggling, were observed in the data shortly before the device was deactivated. The root cause of these could not be determined and no conclusion can be drawn as to whether they are indicative of a product condition that could have contributed to the pt's hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)," and advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."